Event description:
Event determined reportable based on investigation completed on 09-oct-2006. Same event as MFR report #: 6000130-2006-00291. It was reported that in preparation for an angiography procedure, difficulty removing the zipwire from the packaging hoop was encountered. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as 'stable.'

Manufacturer narrative:
The wire was returned loaded within the dispenser assembly. No other packaging was included. Visually and tactilely, the coating surface appears worn and inconsistent. Some coating damage in the form of abrasions and scrapes was also noted. The wire tip form appears to be "unwrapped" to remove the wire for examination. When hydrated, the coating feels worn and inconsistent throughout the entire length of the wire. The wire hydrates poorly and remains hydrated for approximately 15 seconds. The shaft of the hydrated wire (not the exposed distal tip) transfers a thin, brown colored stain to the gloved fingers when handled, indicating contact with blood. If the recommended preparation for use were followed as described in the instructions for use (IFU) there should be no biomaterial on the shaft of the device. Except where noted, this wire does not present any indication of manufacturing defects or anomalies. The dispenser assembly had to be uncoiled to remove the wire. As received, the dispenser assembly did present indications of prior hydration in the form of residual liquid within the inner lumen. Review of the device history records revealed no issues or discrepancies which could have potentially related to this complaint. The reported lot number has been involved in one complaint with similar complaint type and the same customer. The root cause of the complaint incident could not be determined.